Event description:
It was reported the battery was not giving back up. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device's battery not holding a charge . Details provided in an update in an email from the remote service engineer states the customer will be replacing the battery. The customer to replace faulty battery. It has been concluded that no further action is required at this time.